Event description:
The pump was returned for service where a failure code 810:04 was found in the event history. The facility's biomed engineer stated they have no record of any pt incident involving the pump since the last baxter service event.